Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up, the footswitch activated the shaver when it was plugged in and wouldn't turn it off unless pedal was unplugged. The footswitch was plugged in again and got foot pedal error message. There was a back-up device available and no delay was reported. There was no patient involvement.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate.there was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. Visual inspection of the returned device did not identify any issues. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include failure of a concomitant device. No containment or corrective actions are recommended at this time.